Event description:
It was reported the patient's stimulation suddenly stopped working. The patient replaced the 9v battery and all 3 green lights came on, but there still was no stimulation. The patient's symptoms "have returned". The patient had used the device continuously since the implant. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.